Event description:
It was reported that a cracked and shattered touchscreen rendered the pump's screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.